Event description:
It was reported that there was no stimulation sensation. The patient had a suspicion that therapy was off. The patient had a return of tremor ¿bad on right side, whole body but mostly on right arm.¿ it was noted that this had started the day prior to this report at 3pm. It was noted that therapy was confirmed off on left implant. The implantable neurostimulator (ins) off yellow light was on. The patient had had cauterization on her nose to check for skin cancer. Left side therapy was turned back on and right side therapy was checked and on as well. There was a flashing 9-v battery light. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# j0227919v, implanted: 2003 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3387-40, lot# l80912, implanted: 2000 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID neu_unknown_prog; product type programmer, physician. (B)(4).